Event description:
It was reported that dissection occurred. The 80% stenosed target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery (lad). The target lesion was pre-dilated with 2.00 x 9 and 2.50 x 9 semi compliant balloons. The 3.00 x 24 promus elite mr drug eluting stent was deployed to treat the target lesion. There were no issues during stent deployment. The balloon was fully inflated, and the stent fully deployed at 12 atmospheres. After the stent was post dilated at 14 atmospheres with a 3.00 x 10mm non compliant balloon, a b type of dissection at the distal edge of the stent was noted. There was visible flow limiting dissection. A 3.00 x 24 promus elite mr des was deployed to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.